Event description:
Rptr was a very healthy young woman at age 31 in 1969 when silicone implants were placed. After nursing her son for a long period of time, the breast tissue changed and rptr had this done to improve looks of their breast. Rptr was told this procedure was safe & that at rptr's death, the implants would still be intact. It has taken many yrs of having symptoms of joint & muscle pain, debilitating fatigue, burning dry mouth, eyes, nose, ears & skin, terrible memory, problems knee surgery & toe joints removed, leaving rptr lame. Loss of any normal sexual desire. Later bone pain, esp lower back. Frequency of urination for yrs w/out finding a problem, green drainage from nipple, hair loss, rashes, edema, thyroid problems, insomnia, depression. Rptr went from dentist to dentist & also saw many drs before learning what was causing the poisoning of their bodys. Both implants were ruptured & having 9 mamograms did not help the matter. Rptr also had borderline lupus test. Increased ebu rashes & sores on legs after explantation that did not heal for 1 yr. Rptr has fought for their hlth with every known means by reading & researching this problem. " how could one possibly use short term studies for what takes yrs (15-20) to cause such debilitating fatigue to put a woman in bed unable to care for herself & then let drs label her menopasal, or depressed. One may want a long term study-I am a good place to start!" Women w/long term implants are to sick to respond/or they are dead. Rptr knows some of them. Rptr's chest contains 10 lymph nodes w/silicone. T-cell index test is 277 & rptr has a positive engus. Rptr is totally disabled and has been for 10 yrs. Rptr doesn't qualify for any of these so-called auto-immune diseases. This is a poisoning that is slow & a painful life! Rptr has 235 gm of silicone gel in their body tissues. "My brain has been affected and I live in chronic pain. I beg you to help me & other sick women!" "I know there is a lot of greed but the woman who are really sick, cannot fight for themselves. You must help us. I still believe in the government!"